Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that noise and oversensing was observed on the right ventricular (rv) lead. The noise was slightly reproducible in clinic. The rv lead was being monitored. The patient was stable.